Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, oversensing and noise were observed on the discrimination channel following antitachycardia pacing therapy. Patient was asymptomatic. Programming changes were recommended. No further information available.